Event description:
Customer reported that the insulin pump returned multiple no delivery alarms. During troubleshooting, customer was able to remove and reinsert the reservoir, allowing insulin to exit the tubing. Blood glucose level was 270 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.